Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on the same day due to dislocation. It was noted the stem was undersized and the cup position was retroverted. The femoral stem and modular head were removed and replaced.